Event description:
The report received from the study indicated that 8 months post index procedure; the pt presented with 50% in stent restenosis of the target vessel. The index procedure included treatment of the mid right coronary artery (rca). During the index procedure, the lesion was pre-dilated and the stent was deployed to 10 atms. Thirty days post index procedure, the pt presented with stable angina pectoris (class 2) and at the 8 month follow up, during a control angiography a 50% in stent restenosis was identified in the rca. There was no re intervention or any other treatment for the restenosis. A 12-month follow up was performed and the pt did not present any angina complaints.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.